Manufacturer narrative:
It was reported that the safari2 product is not expected to be returned for analysis. Without return of the safari2 wire involved in this incident a definitive root cause cannot be determined. Additionally, the lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. Since product was not returned for evaluation, it is not possible to assign a definitive root cause for the event as reported. It appears that clinical and or procedural factors may have contributed to this incident. Based on the complaint description there was no indication of any issues with the safari2 guidewire during the procedure. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received or the guidewire is returned for evaluation a follow-up medwatch report will be submitted.

Event description:
Patient was undergoing a transcatheter aortic valve replacement (tavr) procedure as reported by the distributor (bsc), an adverse event report was received from abbott, in which the bsc sheath was listed as a suspect device. Event description: a 27mm portico was implanted on a patient that had low systolic and deteriorating hemodynamic. Post implant, the patient became unstable and a transesophageal echocardiography was performed. Pericardial effusion was visualized. The origin of the effusion was visualized by angiography to be a perforation at the anterior wall of the left ventricle that was generated by the boston scientific safari tavi wire. Pericardiocentesis was performed and the patient's pressure improved. The patient was stable at the end of the procedure.